Event description:
Patient had breast augmentation with implantation of bilateral breast implants in 2003. Patient noticed a decrease in volume over the past several weeks of the left breast. The patient reports no trauma. Patient returned to surgery for removal of bilateral implants with replacements. Left implant was found to be ruptured. Right breast implant was found to have no defect.